Manufacturer narrative:
Other applicable components are: product ID: 8784, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter; product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. Other relevant device(s) are: product ID: 8784, serial/lot #: (B)(4), (B)(6), (B)(4); product ID: 8780, serial/lot #: (B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving fentanyl (1895mcg/m l at 901mcg/day), bupivacaine (11.9mg/ml at 5.6mg/day), and clonidine (71mcg/ml at 33.76mcg/day) via intrathecal drug delivery pump. The indication for use was not noted. It was reported that the patient had decreased pain relief. No environmental, external, or patient factors were known to have caused this issue. The patient had a catheter dye study on (B)(6) 2018. The radiologist was unable to aspirate the catheter. It was unknown if any actions were taken to resolve the issue. The issue was not resolved at the time of report and the patient was "alive - no injury." There were no further complications reported at this time.

Manufacturer narrative:
Section 'device' information references the main component of the system and other applicable components are: product ID: 8784, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2019, product type: catheter; product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2019, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that the date of explant was (B)(6) 2019. There were no further complications reported at this time.

Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that the patient underwent a surgery to replace the catheter with a brand new catheter and removed the previous one. The patient also received a new pump, the patient's decision, since he was coming up on 4 years on the pump. There were no further complications reported at this time.

Manufacturer narrative:
Non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that no actions/interventions were performed/planned to resolve the inability to aspirate the catheter. The cause was unknown. There were no further complications reported at this time.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Eval code-method 4114 no longer applies. Eval code-result 3221 no longer applies. Eval code-conclusion 67 no longer applies. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer and manufacturing representative (rep). The patient reported they were getting ready to "pull the pump out." The patient reported he has had pain in his lower back since (B)(6) 2018 which had been increasing. Therefore, the patient stated their doctor had ordered an oral medication on top of the pump itself. It was indicated the change in symptoms was gradual. The patient reported their healthcare provider (hcp) conducted a dye study of the catheter in (B)(6) of 2018 but the hcp could not get the dye into the pump or the catheter. The rep later clarified that the patient had an unsuccessful dye study on (B)(6) 2018, as previously reported. It was reported the catheter revision had not been scheduled with the neurosurgeon yet.

Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the model 8784 catheter component revealed damage to the transition tubing of the catheter body. Analysis of the model 8780 catheter component revealed no significant anomaly; the catheter was returned incomplete / in segments. Analysis of the pump revealed no anomaly. The returned pump was interrogated and as per the logs the following medications were being administered as of 2019-mar-04: fentanyl with concentration 1,500.0 mcg/ml at a dose rate of 339.7 mcg/day and bupivacaine with concentration 10.0 mg/ml at a dose rate of 2.265 mg/day. The result code and conclusion code pertains to the model catheter with serial number (B)(4). The results code and conclusion code pertain to the model catheter with serial number (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a company representative. The patient did not believe the catheter was working. The clinic started titrating the dose down and the patient had withdrawal symptoms. It was unknown if any environmental/external/patient factors may have led or contributed to the issue. A catheter dye study was done (B)(6) 2019. The hcp was unable to aspirate the catheter. It was unknown if surgical intervention was planned. The patient will be referred to the neurosurgeon, to discuss the catheter situation. The issue was not resolved patient status was alive - no injury. Patient weight and medical history were asked and will not be made available. The pump was delivering fentanyl 1 ,500mcg/ml; 699.3mcg/day and bupivacaine 10.0 mg/ml; 4.66mg/day.